Event description:
The customer called and reported she had been hospitalized with low blood glucose below 20 mg/dl. The customer stated she received predicted low alarms on the insulin pump, took around eight glucose tablets and a glucagon shot. Customer then started to have a hard time seeing and passed out. The customer's healthcare provider stated the low blood glucose may have had to do with insulin pump settings. Customer declined to troubleshoot with the insulin pump, stating that it was fine. At the time of this report, customer's blood glucose was 95 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.